Event description:
Medtronic received information that this pulmonary bioprosthetic valve, implanted 2.5 years, was explanted due to paravalvular regurgitation. It was reported that the valve leaflets looked normal at explant. The report indicated that this was not a device related event and that there was no dissatisfaction with the performance or durability of the bioprosthetic valve.

Manufacturer narrative:
(B)(4). Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to patient condition. Upon receipt at medtronic's quality laboratory, two sections of the valved conduit measuring 2.3 mm in length were received. Partial leaflets were noted on both sections. Both sections received were cut through the middle of two leaflets and along two commissures. The existing leaflets were flexible except where host tissue extended on the inflow on one and the outflow on the other. Glistening off-white pannus lined the inner lumen on the outflow end of one piece, extending and adhering to the existing leaflet. A remnant of pannus remained attached the inflow margin of attachment of the other piece, extending slightly onto the existing leaflet. Pannus was noted on the outflow edge. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.